Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the cutter failed the mesh test due to an incomplete cut. The cutter was returned to the customer as it is not a repairable device. The cutter does not meet the zimmer test cut acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Related reports: 0001526350-2023-00968, 0001526350-2023-00970, 0001526350-2023-00971. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date the handle jammed on mesher. There was no reported patient harm, or delay. At evaluation it was found that the cutters failed the test cut. Due diligence is complete, no further information is available at this time.